Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported by the patient that their device that was implanted on (B)(6) 2010 was removed on (B)(6) 2010 (the whole system) due to infection. There were no further complications reported.